Event description:
Customer reported the zipper for the netting on the left side panel needs repairing. The customer did not provide a date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product found a broken slider on the pt access of the right window and a missing slider body on the pt access of the left window. The left window also has 1 inch frayed material and the left panel has 1 inch triangle netting tear. Note: instructions for use state: never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Remove the pt from the damaged bed and exchange it for a posey bed in good working condition. (B)(4).